Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2024-00172, device 2 is being reported under MDR 2247858-2024-00173 and device 3 is being reported under MDR 2247858-2024-00174. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Physician met with r&d team on (B)(6) noting he thought there may have been a type 1 endoleak although I do not recall this being noted or discussed at the time of the case. There was a brief discussion that a possible late filling type 2 could be seen but it was not my understanding a type 1 was there. George graham (clinical specialist) was also present for this case. Additional info obtained per conversation with r&d ((B)(4)) on june 25, 2024: complaint is opened to capture physician's comment to r&d regarding previous cases where type 1 endoleak was observed. There was no endoleak in this case per the rep (B)(4)." Patient outcome - "no clinical sequale. No endoleak".

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00172, device 2 is being reported under MDR-2247858-2024-00173, and device 3 is being reported under MDR-2247858-2024-00174. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Physician met with r&d team on (B)(6) noting he thought there may have been a type 1 endoleak although I do not recall this being noted or discussed at the time of the case. There was a brief discussion that a possible late filling type 2 could be seen but it was not my understanding a type 1 was there. (B)(6) (clinical specialist) was also present for this case. Additional info obtained per conversation with r&d ((B)(6)) on (B)(6) 2024: complaint is opened to capture physician's comment to r&d regarding previous cases where type 1 endoleak was observed. There was no endoleak in this case per the rep (B)(6)." Patient outcome: "no clinical sequale. No endoleak."